Event description:
During a standard inspection of a customer returned asset, it was noted the forceps elevator on the evis exera duodenovideoscope had foreign material due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were noted during the device evaluation. Due to a pinhole on the bending section cover, water tightness was lost. Due to deformation of the scope connector, water tightness was lost. The objective lens had a scratch. The adhesive on the bending section cover was detached. The bending section cover was cut. The connecting tube had peeled coating, a wrinkle, and a scratch. The forceps channel port, suction cylinder, and image guide protector were shaved. The grip, control unit, switch one (1) and three (3), distal end, protector of the universal cord on the scope connector side, light guide lens, and universal cord had a scratch. Due to wear of the angle wire, the play of up/down and right/left knobs were out of the standard value. The scope cover and scope connector had a dent. The scope cover and control unit had discoloration. Switch one (1) was sticky. The universal cord had peeled coating. The scope connector was dirty. The light guide cover glass had corrosion and the universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified. However, the event was most likely occurred due to the user not cleaning the area around the forceps table sufficiently. The event can be detected/prevented by following the instructions for use which state: 1) "brushing around the forceps elevator and instrument channel outlet". 2) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope". Olympus will continue to monitor field performance for this device.